Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was dropped in water and was currently blank during the call. The battery compartment and spring were corroded. It was reported that troubleshooting did not resolve the issue and the display did not return. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.